Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an epic stent delivery system (sds) with stent. There were no irregularities or damage to the handle/thumbwheel. The stent was received 5.5mm partially deployed. The safety-lock was received in the manufacturing position. There were no irregularities or damage to the shaft. Inspection of the remainder of the device revealed no damage or other irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that inadvertent deployment of a stent occurred. During preparation outside the patient,a 8x80x120 epic¿ stent was selected; however, the stent was released 2 millimeter even before the stent lock was released. The device never entered the patient's body. No patient complications were reported.

Event description:
It was reported that inadvertent deployment of a stent occurred. During preparation outside the patient, a 8x80x120 epic¿ stent was selected; however the stent was released 2 millimeter even before the stent lock was released. The device never entered the patient's body. No patient complications were reported.